Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular procedure to repair a descending aortic aneurysm. A gore® dryseal sheath with hydrophilic coating was inserted from the right femoral artery, and a delivery catheter of an endoprosthesis was advanced. During preparation for angiography, it was noticed that the patient's blood pressure was dropped. Systolic blood pressure was temporarily thirties mmhg, and the patient was in shock. Bleeding was not observed. Angiography confirmed there was no arterial injury. Airway pressure was increased, and it was reported that the physician considered an anaphylactic shock and the hydrophilic coating of the sheath was a suspectable cause. Steroid and vasopressor were administered, and some treatment included transfusion was performed to recover blood pressure. It was confirmed that the blood pressure returned to 70 mmhg. After that, the endoprostheses were deployed using the sheath as planned. Final angiography showed no issue. The patient tolerated the procedure, and the patient's condition was improved after the procedure.